Event description:
Connection issues associated to the ventricular channel during the implantation procedure; therefore, the device was not implanted.

Manufacturer narrative:
Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker in the atrial position functions as specified with a new screwdriver, in spite of the identified damages sustained to the set-screw. The damages sustained to the ventricular set-screw rendered the connection system in this position non-functional. The damages sustained to the set-screws are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity, as illustrated in figure 4. Subsequent rotation with the torque screwdriver can then lead to stripping of the upper portion of the set-screw cavity.